Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, additional information was not provided.

Event description:
It was reported that an unspecified alaris pump event occurred (feedback ID (B)(4)), and the patient impact was "potential harm." The pcu sn (B)(4) and (4) syringe pump modules sns (B)(4) channel disconnected, and were removed from use and sent to clinical engineering. Biomed could not duplicate any connection issues, however syr sn (B)(4) failed the plunger force test. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs1215 - channel a, cs0673- channel b, 42196 - pcu, cs0200 - channel c, cs0701 - channel d. It was also reported that (5) more devices were also involved in this unspecified pump event (feedback ID (B)(4)). The following infusion pumps turned off while running, and were removed from use and sent to clinical engineering: pcu sn (B)(4) and (4) syringe pump modules sns (B)(4). Biomed found channel c and d lose power when lifted while connected, and channel c has a bent pin in the female iui connector. It was noted that the pcu error log showed error code 600.6850 the day the work order was submitted to biomed. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs0719 - channel a, cs0416- channel b, 42701 - pcu, cs0296 - channel c, cs1273 - channel d. Although requested, additional information was not provided.

Event description:
It was reported that an unspecified alaris pump event occurred (efeedback ID (B)(4)), and the patient impact was "potential harm." The pcu sn (B)(6) and (4) syringe pump modules sns (B)(6) channel disconnected, and were removed from use and sent to clinical engineering. Biomed could not duplicate any connection issues, however syr sn (B)(6) failed the plunger force test. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs1215 - channel a, cs0673- channel b, 42196 - pcu, cs0200 - channel c, and cs0701 - channel d. It was also reported that (5) more devices were also involved in this unspecified pump event (efeedback ID (B)(4)). The following infusion pumps turned off while running, and were removed from use and sent to clinical engineering: pcu sn (B)(6) and (4) syringe pump modules sns (B)(6). Biomed found channel c and d lose power when lifted while connected, and channel c has a bent pin in the female iui connector. It was noted that the pcu error log showed error code 600.6850 the day the work order was submitted to biomed. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs0719 - channel a, cs0416- channel b, 42701 - pcu, cs0296 - channel c, and cs1273 - channel d.

Manufacturer narrative:
The customer¿s stated issue of channel disconnects, iui failure and a damaged pin was confirmed through a review of the device logs and through testing. The customer¿s stated issue of failed plunger force test was not confirmed through testing; however, when the syringe module sn: (B)(6) was powered up it alarmed for calibration required. Once calibrated the device was operating in specification. Functional testing consisting of iui testing performed on the source devices found significant amounts of contamination and rib damage on the iuis causing them to fail. Once the damaged iuis were replaced no channel disconnects occurred. All iui¿s found to be contributing to the channel disconnects had a date code of 01/2015, indicating the iui¿s are over 5 years old. Syringe module sn: (B)(6). An internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The female iui has bent pins, contamination, dried fluid and corrosion with a date code of 01/2015. The root cause of the customer¿s complaint of channel disconnect and iui failure and damaged pin was identified in this investigation as due to contamination, corrosion, and damage on the iui¿s. All iui¿s determined to be contributing to the channel disconnect have a date code of 01/2015, indicating an age of over 5 years. The root cause of the failed plunger force test could not be definitively identified in this investigation. After calibration, the syringe module was found to be operating in specification. The proximate cause of the customer¿s experience with pcu error code is suspected associated to intermittent wireless network card issues and or a change to the hospitals wireless network. Review of the sn: (B)(6) service history record showed the device had a manufacture date of 02/18/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/14/2020 and indicated that this device has been previously returned once for service. The syringe module was returned 06/05/2018 for stuck plunger gripper. The lower housing, rear case and iui bracket were replaced.